Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of alinity s anti-hcv reagent lot number 37428be00, 37475be00 and 42026be00. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 37428be00, 37475be00 and 42026be00 and the complaint issue. Overall reactive rates of ln 4w56-55, lots 37428be00, 37475be00 and 42026be00 across ospedale san bortolo di vicenza - laboratorio microbiologia (vicenza, italy), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance for these lots is within product requirements. The alinity s anti-hcv ii assay has been designed with improved seroconversion sensitivity compared with previous and existing abbott anti-hcv assays. With the introduction of a more sensitive assay, the scenario exists that detection of low-level antibody in a donor can occur. This could be an indication of treated or resolved hcv infection or the presence of hcv infection in an immunocompromised setting. The increased sensitivity of low-level antibody in a donor is a further protection of the blood supply. The alinity s anti-hcv ii assay contains new antigen/reagent components as compared to abbott¿s previous and existing anti-hcv assays. This introduces new non-specific targets to a testing population. This introduction may impact the steady state level of specificity for a population. Because both first time and multiple time donors are naïve to this new method, false positive results can occur. This may lead to an initial rise in repeat reactive results until these donors have been excluded and assay steady state level of specificity for the population re-sets. ¿false positive¿ determinations such as those evaluated may occur with a new anti-hcv ii assay due to either specific or non-specific reactions. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent lot number 37428be00, 37475be00 and 42026be00.

Event description:
The customer observed false repeat reactive alinity s anti-hcv ii results for donor samples that were negative for nat and alinity I processing module. The customer provided results across several months and lot numbers. The results provided were: on 26jan2023 sid (B)(6) initial=21.27 s/co (> or = 1.00 s/co=reactive)/repeated on 27jan2023=20.37, 21.76 and 21.38 s/co / roche=weakly present; vidas=negative on plasma specimen /on 18feb2023 on ai1164=0.35 s/co (< 1.00 s/co=nonreactive). On 21jan2023 sid (B)(6) initial=35.35 s/co /repeated on 24jan2023=34.5, 35.39 and 32.41 s/co / roche=weakly present; vidas=negative /confirmed negative /on 28jan2023 ai1165=0.20 s/co on 04jan2023 sid (B)(6) initial=128.08 and 132.57 s/co /previous history=reactive on 30dec2022 sid (B)(6) initial=1.85, 1.83 and 1.78 s/co /internal patient, confirmatory=negative on 27dec2022 sid (B)(6) initial=117.46, 125.52 and 121.11 s/co / previous history=reactive below three specimens sid (B)(6) from same donor three times throughout the year: roche=negative on 27dec2022 sid (B)(6) initial=6.06, 6.42 and 6.31 s/co /roche=weakly present; vidas=negative; confirmed negative on 26sep2022 sid (B)(6) initial=4.76, 4.79 and 4.97 s/co / roche=weakly present; vidas=negative; confirmed negative on 21sep2022 sid (B)(6) initial=5.29, 5.16 and 5.36 c/co / roche=weakly present; vidas=negative; confirmed negative below three specimens sid (B)(6) from same donor three times throughout the year: roche=negative; on 11apr2022 on ai1165=0.10 s/co and 08feb2023 ai1164=0.11 s/co. On 28jul2022 sid (B)(6) initial=2.46, 2.44 and 2.37 s/co /confirmed negative. On 10dec2022 sid (B)(6) initial=1.5, 1.55 and 1.57 s/co /confirmed negative. On 21dec2022 sid (B)(6) initial=1.72, 1.67 and 1.71 s/co /confirmed negative. On 07nov2022 sid (B)(6) initial=21.17, 21.16 and 21.5 s/co /confirmed negative. Below two specimens sid (B)(6) from same donor twice throughout the year: on alinity ai1165=0.39 s/co. On 02nov2022 sid (B)(6) initial=5.88, 5.76 and 5.79 s/co / roche= weakly present; vidas=negative; confirmed negative. On 27oct2022 sid (B)(6) initial=5.32, 5.51 and 5.72 s/co / roche= weakly present; vidas=negative; confirmed negative. On 08oct2022 sid (B)(6) initial=1.11, 1.15 and 1.12 s/co /confirmed negative /on alinity I ai1164=0.29 s/co. Below two specimens sid (B)(6) from same donor twice throughout the year: on 01oct2022 sid (B)(6) initial=6.04, 6.12 and 6.11 s/co / roche= weakly present; vidas=negative; confirmed negative. On 06oct2022 sid (B)(6) initial=6.02, 5.85 and 5.89 s/co / roche= weakly present; vidas=negative; confirmed negative. Below two specimens sid (B)(6) from same donor twice throughout the year: on 06oct2022 sid (B)(6) initial=26.64, 28.14 and 28.57 s/co / roche= weakly present; vidas=negative; confirmed negative. On 01oct2022 sid (B)(6) initial=31.21, 30.56 and 30.49 s/co / roche= weakly present; vidas=negative; confirmed negative. On 21jul2022 sid (B)(6) initial=134.76, 144.49 and 140.97 s/co /previous history =reactive the customer agrees with alinity I nonreactive results those matched with nat testing. The customer is not concern for alinity I anti hcv results and those specimens repeated on alinity I processing module for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of alinity s anti-hcv reagent lot number 37428be00 trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 37428be00 and the complaint issue. Overall reactive rates of ln 4w56-55, lot 37428be00 across (B)(6) - (B)(6) ((B)(6), italy), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance for these lots is within product requirements. The alinity s anti-hcv ii assay has been designed with improved seroconversion sensitivity compared with previous and existing abbott anti-hcv assays. With the introduction of a more sensitive assay, the scenario exists that detection of low-level antibody in a donor can occur. This could be an indication of treated or resolved hcv infection or the presence of hcv infection in an immunocompromised setting. The increased sensitivity of low-level antibody in a donor is a further protection of the blood supply. The alinity s anti-hcv ii assay contains new antigen/reagent components as compared to abbott¿s previous and existing anti-hcv assays. This introduces new non-specific targets to a testing population. This introduction may impact the steady state level of specificity for a population. Because both first time and multiple time donors are naïve to this new method, false positive results can occur. This may lead to an initial rise in repeat reactive results until these donors have been excluded and assay steady state level of specificity for the population re-sets. ¿false positive¿ determinations such as those evaluated may occur with a new anti-hcv ii assay due to either specific or non-specific reactions. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent lot number 37428be00. Please see correct additional manufacturing narrative in h10. The reagent lot numbers updated to 37428be00 from 37428be00, 37475be00 and 42026be00.

Event description:
The customer observed false repeat reactive alinity s anti-hcv ii results for donor samples that were negative for nat and alinity I processing module. The customer provided results across several months and lot numbers. The results provided were: on (B)(6) 2023 sid (B)(6) initial=21.27 s/co (> or = 1.00 s/co=reactive)/repeated on (B)(6) 2023=20.37, 21.76 and 21.38 s/co / roche=weakly present; vidas=negative on plasma specimen /on (B)(6) 2023 on (B)(6)=0.35 s/co (< 1.00 s/co=nonreactive) on (B)(6) 2023 sid (B)(6) initial=35.35 s/co /repeated on (B)(6) 2023=34.5, 35.39 and 32.41 s/co / roche=weakly present; vidas=negative /confirmed negative /on (B)(6) 2023 (B)(6)=0.20 s/co on (B)(6) 2023 sid (B)(6) initial=128.08 and 132.57 s/co /previous history=reactive on (B)(6) 2022 sid (B)(6) initial=1.85, 1.83 and 1.78 s/co /internal patient, confirmatory=negative on (B)(6) 2022 sid (B)(6) initial=117.46, 125.52 and 121.11 s/co / previous history=reactive below three specimens sid (B)(6), from same donor three times throughout the year: roche=negative on (B)(6) 2022 sid (B)(6) initial=6.06, 6.42 and 6.31 s/co /roche=weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=4.76, 4.79 and 4.97 s/co / roche=weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=5.29, 5.16 and 5.36 c/co / roche=weakly present; vidas=negative; confirmed negative below three specimens sid (B)(6) from same donor three times throughout the year: roche=negative; on (B)(6) 2022 on (B)(6)=0.10 s/co and (B)(6) 2023 (B)(6)=0.11 s/co on (B)(6) 2022 sid (B)(6) initial=2.46, 2.44 and 2.37 s/co /confirmed negative on (B)(6) 2022 sid (B)(6) initial=1.5, 1.55 and 1.57 s/co /confirmed negative on (B)(6) 2022 sid (B)(6) initial=1.72, 1.67 and 1.71 s/co /confirmed negative on (B)(6) 2022 sid (B)(6) initial=21.17, 21.16 and 21.5 s/co /confirmed negative below two specimens sid (B)(6) from same donor twice throughout the year: on alinity (B)(6)=0.39 s/co on (B)(6) 2022 sid (B)(6) initial=5.88, 5.76 and 5.79 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=5.32, 5.51 and 5.72 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=1.11, 1.15 and 1.12 s/co /confirmed negative /on alinity I (B)(6)=0.29 s/co below two specimens sid (B)(6) from same donor twice throughout the year: on (B)(6) 2022 sid (B)(6) initial=6.04, 6.12 and 6.11 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6)2022 sid (B)(6) initial=6.02, 5.85 and 5.89 s/co / roche= weakly present; vidas=negative; confirmed negative below two specimens sid (B)(6) from same donor twice throughout the year: on (B)(6) 2022 sid (B)(6) initial=26.64, 28.14 and 28.57 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=31.21, 30.56 and 30.49 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=134.76, 144.49 and 140.97 s/co /previous history =reactive the customer agrees with alinity I nonreactive results those matched with nat testing. The customer is not concern for alinity I anti hcv results and those specimens repeated on alinity I processing module for troubleshooting purpose. There was no reported impact to patient management.

Event description:
The customer observed false repeat reactive alinity s anti-hcv ii results for donor samples that were negative for nat and alinity I processing module. The customer provided results across several months and lot numbers. The results provided were: on (B)(6)2023 sid (B)(6)initial=21.27 s/co (> or = 1.00 s/co=reactive)/repeated on (B)(6)2023=20.37, 21.76 and 21.38 s/co / roche=weakly present; vidas=negative on plasma specimen /on (B)(6)2023 on ai1164=0.35 s/co (< 1.00 s/co=nonreactive) on (B)(6)2023 sid (B)(6)initial=35.35 s/co /repeated on (B)(6)2023=34.5, 35.39 and 32.41 s/co / roche=weakly present; vidas=negative /confirmed negative /on (B)(6)2023 ai1165=0.20 s/co on (B)(6)2023 sid (B)(6)initial=128.08 and 132.57 s/co /previous history=reactive on (B)(6)2022 sid (B)(6)initial=1.85, 1.83 and 1.78 s/co /internal patient, confirmatory=negative on (B)(6)2022 sid (B)(6)initial=117.46, 125.52 and 121.11 s/co / previous history=reactive below three specimens sid (B)(6) from same donor three times throughout the year: roche=negative on (B)(6)2022 sid (B)(6)initial=6.06, 6.42 and 6.31 s/co /roche=weakly present; vidas=negative; confirmed negative on (B)(6)2022 sid (B)(6)initial=4.76, 4.79 and 4.97 s/co / roche=weakly present; vidas=negative; confirmed negative on (B)(6)2022 sid (B)(6)initial=5.29, 5.16 and 5.36 c/co / roche=weakly present; vidas=negative; confirmed negative below three specimens sid (B)(6) from same donor three times throughout the year: roche=negative; on (B)(6)2022 on ai1165=0.10 s/co and (B)(6)2023 ai1164=0.11 s/co on (B)(6)2022 sid (B)(6) initial=2.46, 2.44 and 2.37 s/co /confirmed negative on (B)(6)2022 sid (B)(6) initial=1.5, 1.55 and 1.57 s/co /confirmed negative on (B)(6)022 sid (B)(6) initial=1.72, 1.67 and 1.71 s/co /confirmed negative on (B)(6)2022 sid (B)(6) initial=21.17, 21.16 and 21.5 s/co /confirmed negative below two specimens sid (B)(6) from same donor twice throughout the year: on alinity ai1165=0.39 s/co on (B)(6)2022 sid (B)(6) initial=5.88, 5.76 and 5.79 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=5.32, 5.51 and 5.72 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=1.11, 1.15 and 1.12 s/co /confirmed negative /on alinity I ai1164=0.29 s/co below two specimens sid (B)(6) from same donor twice throughout the year: on (B)(6)2022 sid (B)(6) initial=6.04, 6.12 and 6.11 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6) 2022 sid (B)(6) initial=6.02, 5.85 and 5.89 s/co / roche= weakly present; vidas=negative; confirmed negative below two specimens sid (B)(6) from same donor twice throughout the year: on (B)(6) 2022 sid (B)(6) initial=26.64, 28.14 and 28.57 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6)2022 sid (B)(6) initial=31.21, 30.56 and 30.49 s/co / roche= weakly present; vidas=negative; confirmed negative on (B)(6)2022 sid (B)(6) initial=134.76, 144.49 and 140.97 s/co /previous history =reactive the customer agrees with alinity I nonreactive results those matched with nat testing. The customer is not concern for alinity I anti hcv results and those specimens repeated on alinity I processing module for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.